Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that they think the lead had moved. It was reported that it had moved to the left of their spine. The patient had a new pain from it under the lead on the left side of the spine. It was reported that the patient had some relief but they had new pain under the lead site. No trauma or falls were reported to be related to the issue and no medical test or electromagnetic interference environmental exposure was reported. The patient noted that they had not lost weight for it to move and was not doing somersaults. It was reported that it happened for the last week or ten days. Relevant medical history includes non-malignant pain and postlaminectomy pain. No cause, intervention, or outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.